Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified that the 'debug log file" needed to be erased and re-named. Erased and renamed the log file. The system was tested and found to be working as intended and placed back into service

Event description:
It was reported that the 6800 system will not boot up. There was no report of pt injury.